Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdts0124 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after opening the package, a nurse from medical oncology department found foreign matters on the needle tip. The device was unable to be used.